Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged patient cable connectors. The mobile power unit (mpu) patient cables were observed to be damaged which prevented a system controller from securing a connection to the patient cable connector. The reported event of a low voltage and power cable disconnect alarms while on the mobile power unit was not confirmed. The mobile power unit, serial number mpu-34780 was returned and evaluated at the service depot. The mpu was run with a test pump on mock loop for an extended period of time with no issues or alarms reported and the reported event could not be reproduced. There were no log files submitted for analysis. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit, serial number mpu-34780, was manufactured in accordance with manufacturing and qa specifications. Mpu-34780 was shipped to the customer on 11sep2019. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. The heartmate 3 patient handbook, under section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was alerting for power cable disconnect events and low voltage advisories when connected to their mobile power unit (mpu). The patient and customer reported that the alarms did not occur when the patient was connected to battery power. The customer was advised to have the patient to return to clinic with their mpu for an interrogation and log file download. The customer was advised to email the log files, as well as the mpu and system controller serial numbers as soon as possible. The customer would advise the patient to remain on battery power until this action could be complete. It was reported that the patient would be seen in clinic on (B)(6) 2021. Per the attending physician, the patient was instructed to remain on battery power until that time. The patient returned to the clinic on (B)(6) 2021 as planned, but log files were not obtained. According to the vad coordinator, the mpu appeared to be operational but would still require evaluation. The mpu did have the v-lock connector on its a/c power cord. The power cord was not reported to have come loose from the wall/outlet or back of the unit, but the vad coordinator thinks it is plausible. The patient denied any environmental circumstances that could have affected the a/c power at the time of the event. The alarms resolved with attachment to batteries and were not reproducible in the clinic. The patient is now using a different grounded unit and the alarms have not returned.